Manufacturer narrative:
No mention by the customer of calibration or qc issues prior to the event. A field service engineer (fse) was dispatched and replaced numerous hardware components including the module due to a noisy stirrer motor, cc sample probe, mc sample probe and collar wash due to tube separator gel found and electrode replaced due to a filmy material found on the face of the electrode. The customer returned the module and is currently being investigated in bci facility. Root cause remains unknown at this time.

Event description:
A customer contacted beckman coulter inc., (bci) in regards to obtaining fourteen (14) erratic glucose (glucm) results generated by the unicel dxc 800 pro synchron chemistry analyzer when running in duplicate mode after post modifications were performed. No erroneous result was reported out of the lab. Customer is always running glucose in duplicate mode and verifying prior to reporting the results. Patient treatment was not affected.